Event description:
Patient was revised to address a lag screw that was backing out. It was noted that the patient's fractured had healed.

Manufacturer narrative:
The product or x-rays associated with this report were not provided. A search of the complaint database found no prior reports for this part and lot number combination. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(4) 2006. Provided information stated, the patient had already healed at the time of revision. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.